Event description:
It was reported that the lead was dislodged causing phrenic nerve stimulation. The ventricular lead was not sensing and there was no capture. The lead was repositioned and remained in use. The lead was later explanted due to extrusion of pacemaker through the skin. There were no obvious signs or symptoms of systemic infection. There were no patient complications reported as a result of this event. It was reported that the patient reported muscle twitching when the ventricle was paced. The ventricular lead was not sensing and there was no capture. A lead revision procedure was scheduled. The lead remains implanted. No further patient complications were reported as a result of this event. (B)(6) 2012: it was later reported that the lead was dislodged causing phrenic nerve stimulation. The lead was repositioned and remained in use. The lead was later explanted due to extrusion of pacemaker through the skin. There were no obvious signs or symptoms of systemic infection.

Event description:
It was reported that the patient reported muscle twitching when the ventricle was paced. The ventricular lead was not sensing and there was no capture. A lead revision procedure was scheduled. The lead remains implanted. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.